Event description:
It was reported that during a lap cholecystectomy procedure, there were loose clips prior to firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/16/2008. Info anticipated, but unavailable at this time.